Manufacturer narrative:
One cac adapter was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. The reported event was confirmed via visual inspection. Analysis of the device revealed that the device failed to meet specifications; the device failed visual inspection due to a tear in the adapter's cable, exposing the internal wires. This confirms the reported event. The most likely root cause of the reported event can be attributed to excessive wear of the battery cable near the strain relief. The instructions for use (IFU) and patient manual include a reference guide for both visual and tone alarms including potential causes and actions to take. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time. The steps for exchange of batteries and controllers are outlined. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. This event was assessed and is being reported as part of a retrospective review of events, which was in response to an update to the MDR decision criteria.

Event description:
It was reported from the site by the vad coordinator that the patient states that the cable on the ac adaptor has exposed wires and no longer provides power to the controller. "It's the cord between the ac adaptor box and the controller." The ac adapter was replaced and sent back to the manufacturer. No adverse effect on the patient.